Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good condition. Upon visual inspection, no anomalies were noted with the shrouds. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident of malformed clips. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gall bladder procedure, the surgeon tried to use the clip applier but could not use it because it did not close the clips and the clip applier broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.